Manufacturer narrative:
On (B)(6) 2018: during a follow-up, it was found that the customer had encountered an occlusion alarm the day of the experienced elevated bg level. Reportedly, the customer believed the cause of the occlusion alarm was due to a kinked infusion set cannula but was unable to confirm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose level of over 600 mg/dl due to an unknown cause. Multiple correction boluses were delivered and a supply change was performed to address the issue. Recommendation was made to consult with their health care provider to discuss diabetes management.